Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased pacing impedance measurements greater than 2,000 ohms. All other lead measurements were stable and within acceptable limits. The patient was seen in the clinic and no noise was observed during isometric exercises. The physician elected to monitor the patient. No adverse patient effects were reported. The device remains implanted. (B)(6) I saw this pt the day after the red alert...at the implant of this device the im...

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.